Manufacturer narrative:
Medwatch submitted on 03/17/2011. Device labeling addresses the reported event of seroma as follows: the a95/r95 study: 3 year and 5 year cumulative first occurrence kaplan-meier adverse event risk rates (95% confidence interval), by patient: seroma 2.6% through 3 years, 2.6% through 5 years. There were no reported events of cancer including lymphoma for patients in the a95/r95 study included in the labeling for saline breast implants. The explanted devices were requested to be returned to allergan, but have not returned to this date. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
Health professional initially reports patient had history of preexisting breast cancer with reconstruction surgery, bilateral tissue expanders, and mcghan saline, textured implants placed. The patient presented with swelling of left breast six years post reconstruction. Saline devices explanted per patient's request and exchanged with allergan silicone, smooth devices. Fluid sent for pathology/cytology. Operative note describe fluid as "moderate brown liquid; old blood." Sent to cytology and the results showed cd30+, alk-. Left seroma cytology diagnosed as anaplastic large cell lymphoma. No chemotherapy or radiation therapy done. The device has been explanted, but the device has not been returned to allergan for analysis. Patient is doing well is scheduled for a follow-up ultra-sound and CT scan and is being followed by an oncologist.